Manufacturer narrative:
Isi has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported failure mode. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was found to be missing from the clevis. The missing cable crimp caused the pitch cable to slack, as a result, the instrument's other pitch cable stuck out. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable and missing cable crimp found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci myomectomy procedure, a wire on the tenaculum forceps instrument was sticking out. The planned surgical procedure was completed and there was no report of any patient harm and there was no report that any fragment(s) from the instrument fell into the patient. On august 5, 2015, intuitive surgical, inc. (Isi) received additional information regarding the reported event from the site's robotics coordinator who was present during the surgical procedure. According to the robotics coordinator, the surgeon was retracting a large fibroid when it was noted that the wire on the instrument was sticking out. The robotics coordinator indicated that no fragment from the instrument fell into the patient during the surgical procedure and the patient has not returned to the hospital due to retaining any fragment from the tenaculum forceps instrument.